Event description:
A malfunction alarm, identified as malf 12, was reported by the customer, who noted that no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.